Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the outcomes attributed to adverse event which included "disability or permanent damage." With the current information provided no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode was alleged. To date no medical records have been provided. While it is alleged the patient underwent an additional procedure post implant where the "patient underwent additional surgery to repair the hernia defect and remove it." At this time it is unclear if any mesh was removed during the procedure as it is unclear what "it" is in reference to. It is alleged the patient experienced hernia recurrence, recurrence is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. It is alleged the patient experienced pain, hernia, disability and additional surgical procedure.